Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 90% stenotic, non-calcified lesion was located in a left anterior arm shunt. The artery had average tortuosity. The physician advanced the 5.0/40/40mm sterling otw balloon catheter to the lesion and on the first inflation, inflated the balloon to 15 atms and the balloon ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with another 5.0/40/40mm sterling otw balloon catheter. Pt status is reported as "good".

Manufacturer narrative:
Device evaluation: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.